Event description:
The patient's meter was reported to be giving incorrect results. Medical affairs sepcialist was unsuccessful in obtaining additional information. Based on the initial information provided, it was discovered during troubleshooting, that the meter was in the wrong unit of measurement. The patient had misinterpreted the result of 226 mg/dl as 22.6 mmol/l. They then had taken extra insulin. It is unknown as to how much insulin they had taken and if they were experiencing any symptoms at the time of the meter result. It is also unknown as to how soon after taking the insulin did they start feeling sick. They had contacted the hospital and a nurse came to their house and gave them some glucose. Again, it is unknown if the nurse had tested them prior to treating them with glucose and what the time frame was.